Manufacturer narrative:
UDI: unknown product code, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
As reported, a lumbar drain was found broken outside the body of the patient. The day before the rn noticed the drain was kinked and unkinked it. Doctor removed the drain. No adverse reported. As reported by initial reporter: please supply, if possible, the product code of the device involved in the reported incident. No packaging available. Did the reported event cause any delays in surgery over 30 minutes? No. Is the device being returned for evaluation? No product available.